Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e- module. The sample was visually clear with a good amount of volume and tested from the primary tube. The patient's initial hcgb result was 0.748 mui/ml. The customer stated they repeat hcgb results that are larger than 0.7 mui/ml. The sample was repeated on another e-module and the result was 194.6 mui/ml. The sample was repeated on the original e-module and the result was 199.0 mui/ml. This result was reported outside the laboratory. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by this event was requested but not provided. The hcgb reagent lot number was 173268. The expiration date was requested but not provided. It was noted the customer was not following the recommended calibration frequency.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Additional data were requested but not provided. The quality control results before and after the event were within the customer's acceptable range. There was no reagent issue identified. It was noted there was an abnormal sample probe movement alarm around the time of the incident.

Manufacturer narrative:
This event occurred in (B)(6).